Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 189 mg/dl. The customer stated that the contact on the battery cap was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. The insulin pump will not be returned for analysis.